Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that after multiple attempts to position the coil in the aneurysm, the implant unintententionally detached. The coil and microcatheter were successfully removed from the patient. Another coil was used which successfully completed the procedure. There was no additional intervention or reported patient injury.